Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. File clamp (broken cable) defective, replaced. Measuring / charging socket (loose) was attached. Battery (voltage breaks down under load) defective, replaced. Software update was carried out. Function test and test measurements without errors.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury resulted.